Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the manifold was stuck. Additional malfunctions include the hose clamp for the manifold was replaced, the zip ties for the manifold and heat exchanger were replaced, and the filter was dirty.